Manufacturer narrative:
Siemens healthcare diagnostics is conducting a recall for the immulite® 2000/immulite® 2000 xpi intact pth (intact parathyroid hormone) (ipth) assay kit lot 320. Siemens has confirmed that immulite® 2000/immulite® 2000xpi intact pth kit lot 320 can exhibit an average negative bias of up to -39% at ipth concentrations <20 pg/ml with serum and edta patient samples vs. A reference kit lot. An urgent field safety notice (ufsn) imc 16-27.a.ous was sent to ous customers and an urgent medical device recall (umdr) imc16-27.a.us was sent to us customers in november 2016. The ufsn and umdr informs the customers to discontinue use of and discard the affected kit lot. Siemens recommends transitioning to immulite 2000/immulite2000 xpi ipth kit lots 321 and above. Immulite/immulite 1000 ipth is not affected. Siemens is currently investigating the root cause of this issue. (B)(6).

Event description:
The customer obtained discordant, falsely low intact parathyroid hormone (ipth) results on multiple patient samples on an immulite 2000 instrument, while using kit lot 320. Sample ids 2159 and 1079 were repeated on the same instrument, resulting similar to the initial results. The discordant results were not reported to the physician(s). The samples were then repeated on an alternate platform, resulting higher and matching the clinical picture of the patient. The repeat results obtained from the alternate platform were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low ipth results.